Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190502 - file-2019-00764 - analysis_and_closure_report_resp-2019-00642.pdf].

Event description:
Reportedly, the subject programmer freezes several times. The only way to turn it off is to disconnect the power cable. When trying to reboot the system, sometimes it fails to access the home screen for device interrogation.

Event description:
Reportedly, the subject programmer freezes several times. The only way to turn it off is to disconnect the power cable. When trying to reboot the system, sometimes it fails to access the home screen for device interrogation.